Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2 unmark health professional and company representative. Correction to h6 component code: 4755 - part/component/sub-assembly term not applicable does not apply to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint (B)(4)camera head communication error was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined since the error message was unable to be confirmed during device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera control unit exhibited an e221 camera head communication error. The issue was found during reprocessing and there was no patient involvement.